Event description:
Patient presented with an erratic impedance trend. Noise was observed and resulted in inappropriate therapy. The lead was capped and portion of the lead will be returned for analysis.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.